Manufacturer narrative:
(B)(4) age at time of event: 18 years or older device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4)

Event description:
It was reported that an air embolism occurred. A left atrial appendage procedure was to be performed, after a successful transeptal cross. The watchman access system was advanced into the left atrial appendage over a pigtail catheter. Once the pigtail was engaged in the appendage, they noticed on the echocardiogram that there was an air embolism in the distal appendage. They successfully used the pigtail to aspirate the air embolism. The patient suffered no clinical sequela. There was no harm to the patient once the air embolism was successfully aspirated. They continued with the procedure with this device and successfully implanted a watchman device. No patient complications were reported and the patient status is fine.